Event description:
An aperfix am implant ((B)(4)) was implanted on (B)(6) 2015. An x-ray was later taken from the pt's knee and the screw was found to be broken. Cayenne was then notified that the surgeon performed an add'l procedure on (B)(6) 2015 to remove the broken piece of the screw.

Manufacturer narrative:
Only the removed screw piece was returned to cayenne medical for eval. The rest of the implant was left in the pt since the surgeon determined that the graft fixation was acceptable, and decided not to revise the implant. Root cause analysis - the implant was placed into the femoral tunnel as usual. The screw was bent during insertion due to the surgeon not having the axis of the femoral tunnel aligned within the insertion angle. During deployment, the rotation of the bent screw caused cold working, resulting in fatigue failure.